Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed "system error, occlusion can no longer be detected" while infusing fentanyl (20ml/hr;90ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available.